Event description:
It was reported that the right ventricular (rv) lead has been oversensing. The lead impedance has fluctuated between 400 ohms and greater than 2000 ohms. Software was installed to monitor and alert about the lead performance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.